Event description:
It was reported that within one month post implant, the patient was scheduled for a right ventricular (rv) lead revision due to high thresholds. During the revision procedure, the helix would not fully retract. The rv lead was explanted and a new rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the distal conductor fractured due to overstress, the inner insulation was kinked/buckled, the inner tubing was kinked/buckled, the outer insulation had a cosmetic cut, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, the helix was blocked by guide tooth, there was tissue present on helix and the lead was stretched. Analyst visual comment: the lead was returned with the distal coil distorted and fractured within the connector, which prevents the helix from functioning properly.